Manufacturer narrative:
Block b3: exact date unknown, event occurred between (B)(6) 2023. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7100140; product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7100192; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7110460; product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7111116.

Event description:
It was reported that patient experienced cellulitis at the deep brain stimulation (dbs) implantable pulse generator (ipg) site and was admitted to the hospital. The patient underwent a procedure where the ipg was removed, cultures taken during the procedure tested positive for staphylococcus aureus as a result, the remaining dbs devices were removed four days later however the additional cultures taken were negative. The cellulitis was a risk of the procedure however it was unknown what contributed to the infection per the physicians assessment. Physical analysis could not be performed as they were disposed by the facility. The patient was prescribed anti-biotics and did well post-operatively.